Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, during the procedure, they advanced the clip out of the sheath however; the clip would not close on the target site. In order to remove the device from the scope, the clip was deployed inside the patient in an open state. It was reported that the clip was not retrieved. The case was completed with two additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of the clip broke. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.